Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2026, leakage occurred at the puncture site during infusion via the measuring lumen catheter, which made it impossible to ensure the actual dose of the infused drug entering the patient's body, and increased the risk of infection for the patient. The patient underwent catheter removal; re-catheterization was not required. The patient had a double-lumen cvc catheter indwelled on (B)(6) 2025." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The report of an insertion site leak was not confirmed through analysis of the returned sample. Visual, dimensional, and functional analyses of the returned catheter confirmed no issues, and a device history record review was performed did not reveal any findings; however, it was noted that a section of the catheter body was severed and not returned by the customer. Per the kit instructions-for-use (IFU), catheters of this type are not intended to be severed during use. Based on the customer report and the sample received, no problem was found with the returned device; however, the root cause cannot be determined at this time without the separated portion of the catheter returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2026,leakage occurred at the puncture site during infusion via the measuring lumen catheter, which made it impossible to ensure the actual dose of the infused drug entering the patient's body and increased the risk of infection for the patient. The patient underwent catheter removal; re-catheterization was not required. The patient had a double-lumen cvc catheter indwelled on (B)(6) 2025." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".